Event description:
It was reported that a patient underwent a spinal fusion "at t10-pelvis with interbody device" previously with another surgeon. At an unknown time post-op, it was noted that there was a pseudoarthrosis at l3-l4 and the surgeon "believes this may have contributed to the rod breakage at l3-l4 on the right side." A revision surgery was done nad the fusion was extended to t8. No further details are known at this time.

Manufacturer narrative:
Analysis of the returned device shows that visual review confirms rod broken. Multiple rod bender points and set screw witness marks noted along the length of both rods. No surface defect that appears to have contributed to crack initiation and propagation identified. Fracture surface damage and smearing noted. Examination of the fracture surface identified multimodal fracture, with initial region with evidence of progressive convex striations or beach marks, as well as ratchet marks approximately 40% of the way through the cross-sectional area, followed by another region of increased material disruption and riverlines are consistent with overload which appears to have resulted in ultimate failure of the implant. Dimensional inspection confirms rod diameter both above and below the fracture within print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implants; unable to definitively determine specific root cause of the foregoing event from the available information.

Manufacturer narrative:
Analysis of the returned device shows that visual review confirms rod broken. Multiple rod bender points and set screw witness marks noted along the length of both rods. No surface defect that appears to have contributed to crack initiation and propagation identified. Fracture surface damage and smearing noted. Examination of the fracture surface identified multimodal fracture, with initial region with evidence of progressive convex striations or beach marks, as well as ratchet marks approximately 40% of the way through the cross-sectional area, followed by another region of increased material disruption and riverlines are consistent with overload which appears to have resulted in ultimate failure of the implant. Dimensional inspection confirms rod diameter both above and below the fracture within print specification. Unable to definitively determine specific root cause of the foregoing event from the available information.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.